Manufacturer narrative:
(B)(4). The customer¿s complaint that the syringe module displayed ¿syringe calibrate required¿ was confirmed in the syringe module error and event log and replicated during functional testing. The pcu log shows that the device was powered on at 3:46 pm on (B)(6) 2016. A bd 50ml syringe was loaded, with a volume 59.3707ml. The device was programmed for a rate of 2.7ml/hour and vtbi of 8.3155ml. The infusion was started and continued to infuse until 4:33 pm where the logs record a ¿syr_calibrate¿. Functional testing replicated the error code 351.6660.0(syr_plunger_position_failure); when an infusion was programmed at 2.7ml/hour, and 10 psi of pressure was introduced into the line to create back pressure, the reported complaint was replicated. Upon completion of functional testing the split nut was removed from the carriage block assembly and inspected. The split nut was observed to be worn and damaged. The root cause that the syringe module displayed ¿syringe calibrate required¿ is attributed to worn split nuts.

Event description:
The customer reported that a device infusing hal had a "syringe calibration required" message; the device was exchanged for a different one but it displayed the same message. At this point, the pcu was exchanged, however after approximately 45 minutes, the module displayed the same calibration message. A 20ml syringe was then installed, and approximately one hour later the device was still infusing. The neonatal nurse practitioner was notified, who requested a blood sugar, which resulted in a reading of 106. There was no report of any patient harm.